Manufacturer narrative:
The account's technician found no malfunction when he investigated the device. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performed preventive maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however, if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating while moving a patient from bed to wheelchair, the sling released and patient fell to the floor. The account's technician has evaluated the lift and they found no malfunctions, they believe the sling was applied incorrectly to the slingbar. The patient fell backwards and the back of her head hit the floor first which caused a large wound. The patient was taken to the hospital where she received stitches. Later she had a cerebral hemorrhage. The patient's condition has improved and she is now back at the clinic. This report was filed in our complaint handling system as complaint # (B)(4).